Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the heartstart mrx was failing op check due to low energy discharge. There is no indication of patient involvement.